Event description:
It was reported that the pump touch screen was lifting off the pump. In addition, it was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause for the reported low bg was unknown. Customer disconnected from the pump to address bg level. The customer continued to use the pump for insulin therapy.